Event description:
Placed an epic supra valve aortic in patient and did not work properly.manufacturer response for aortic valve, epic supra aortic valve (per site reporter).====================== yes, called the rep to do a report with their qa department.what was the original intended procedure?bypass valve replacement.device #1is this a laboratory device or laboratory test?no.